Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was further reported the patient underwent additional surgery on (B)(6) 2012. The specifics of what occurred during these surgical procedures was not provided. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a revision surgery on (B)(6)2012 and physiomesh was removed due to recurrent incarcerated incisional hernia. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.